Event description:
This was a patient involved event. The alleged sca occured on (B)(6) 2019 on an 84 year old patient. The AED was placed on the patient. The device began to analyse then announced that it was going to shock then it did not shock. This happen twice during the event. The patient did not survive.

Manufacturer narrative:
The device history records for the sam 350p device (B)(4) and pad-pak (j0169) were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. The device was reported as being used during a patient involved event on the (B)(6) 2019. The event was 18 minutes 12 seconds in duration. The pads were adhered to the patient 36 seconds after the device was switched on. The patient presented asystole which is a non-shockable rhythm and a shock was not advised. The device advised the rescuer to ¿begin CPR¿. Chest compressions were delivered at an average rate of 150 compressions per minute (cpm). The patient remained in asystole, and a shock was not advised. The device advised the rescuer to ¿begin CPR¿. Chest compressions were delivered at an average rate of 126 cpm. The patient remained in asystole, and a shock was not advised. The device advised the rescuer to ¿begin CPR¿. A third cycle of chest compressions were delivered at an average rate of 132 cpm. The patient presented p-wave asystole following the third cycle of chest compressions. This is still a non-shockable rhythm and a shock was not advised. Chest compressions were delivered at an average rate of 138 cpm. Following this cycle of chest compressions, the patient presented fine ventricular fibrillation (vf). This is ventricular fibrillation with an amplitude of less than 0.2mv, and is a non-shockable rhythm. The algorithm assessed the rhythm and a shock was not advised. Chest compressions continued at an average rate of 156 cpm. The patient remained in fine vf following this cycle of chest compressions. However, the amplitude was borderline on the threshold for shock delivery and the algorithm decision alternated between shockable and non-shockable. The fine vf deteriorated at 00:12:27 to asystole, and the algorithm decision reassessed, and a shock was not advised. Chest compressions continued at an average rate of 144 cpm. Following this cycle of chest compressions the patient presented p-wave asystole and a shock was not advised. Chest compressions were delivered at an average rate of 150 cpm. Following this cycle of chest compressions, the patient presented fine vf again, the amplitude of which was borderline on the threshold for shock delivery. The algorithm decision alternated between shockable and non-shockable and the pads were removed before the final algorithm decision was determined. The device performed to specification throughout this event. The investigation tested the devices¿ ability to deliver the shock therapy sequence and no fault was found. A visual inspection of the pcba identified no abnormalities. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This was a patient involved event. The alleged sca occured on (B)(6) 2019 on an (B)(6) year old patient. The AED was placed on the patient. The device began to analyse then announced that it was going to shock then it did not shock. This happen twice during the event. The patient did not survive.